Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary medication order appears after it was discontinued in the electronic health record (ehr). The customer reported that the alleged malfunction did not occur during dispensing of medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the medication order appears after it was discontinued in the electronic health record (ehr). The customer stated that there was no delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). Additional information: section h imdrf annex codes. Correction: section e initial reporter facility name, section d unique identifier. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that medication order appeared even after it was discontinued in the ehr. A technical support specialist dialed both the server and the station, reviewed all the logs, and identified a minor disconnection issue. To help prevent this from recurring, a planned reboot schedule¿such as a monthly reboot for both the server and station¿was recommended to ensure that all necessary updates were properly installed and applied. This issue did not occur frequently unless critical updates were pending, or an unplanned power outage had disrupted the station. The system functioned as intended after the technical support specialist troubleshot the device.